Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the pump did not produce audible tones. The pump cover was removed and height adjustments were made to the piezo contact pins. The pump cover was then replaced and rebooted with audible tones apparent. Electrical connections between the contact pins and the piezo were re-established resolving the audible tones issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.